Event description:
The customer alleged questionable troponin I stat (tni) results on 7 patient samples. The samples were collected and tested over a 4 day period. Testing was performed on 2 cobas e601 modules with serial numbers (B)(4) (e1) and (B)(4) (e2). This report is for results generated on the e2 module. The customer is unsure which results should be considered correct. Patient 1: the e1 module generated tni results of 1.11, 1.61, and 1.57 ng/ml. The e2 module generated tni results of 0.653 and 0.670 ng/ml. All results were accompanied by data flags. 1.110 ng/ml was reported outside the laboratory. Patient 2: the patient was female and born on (B)(6). The e1 module generated tni results of 0.988, 1.26, and 1.26 ng/ml. The e2 module generated tni results of 0.711 and 0.688 ng/ml. All results were accompanied by data flags. 0.988 ng/ml was reported outside the laboratory. Patient 3: the patient was male and born on (B)(6). The e1 module generated tni results of 10.36, 15.60, and 15.82 ng/ml. The e2 module generated tni results of 8.01 and 7.74 ng/ml. All results were accompanied by data flags. 10.360 ng/ml was reported outside the laboratory. Patient 4: the patient was female and born on (B)(6). The e1 module generated tni results of 0.919 and 0.941 ng/ml. The e2 module generated tni results of 0.863, 0.763, and 0.749 ng/ml. All results were accompanied by data flags. 0.863 ng/ml was reported outside the laboratory. Patient 5: the patient was female and born on (B)(6). The sample was collected and reported outside the laboratory on (B)(6) 2011. The e1 module generated tni results of 11.46 and 11.46 ng/ml. The e2 module generated tni results of 11.00, 5.07, and 5.17 ng/ml. All results were accompanied by data flags. 11.000 ng/ml was reported outside the laboratory. Patient 6: the patient was female and born on (B)(6). The sample was collected and tested on (B)(6) 2011. The e1 module generated tni results of 11.81, 12.76, 12.98, 12.21, 12.25, 11.50,and 11.42 ng/ml. The e2 module generated tni results of 5.55, 5.57, 5.44, and 5.48 ng/ml. All results were accompanied by data flags. 11.810 ng/ml was reported outside the laboratory. Patient 7: the patient was female and born on (B)(6). The sample was collected and tested on (B)(6) 2011. The e1 module generated tni results of 4.61 and 4.66 ng/ml. The e2 module generated tni results of 4.58, 3.02, and 3.02 ng/ml. All results were accompanied by data flags. 4.580 ng/ml was reported outside the laboratory. All repeat results from module e1 were obtained with tni reagent lot number 16435001 with an expiration date of 09/30/2012. Repeat results from the e2 module were obtained with tni reagent lot number 16317701 with an expiration date of 07/31/2012. It is unclear which lot number was used to generate the results that were reported outside the laboratory. There were no adverse events. The field service representative was unable to determine the cause. He checked the instrument. All checks were ok. Performance testing pass. Calibration and controls were ok. The field application specialist (fas) performed correlation studies between the 2 e601 modules using reagent lot number 16435001. All results were within the acceptable limits. Roche tni qc was run with acceptable results. The fas reviewed performance testing performed at the site on lot 16317701 from (B)(6) 2011 and found that all results were acceptable.

Manufacturer narrative:
Please refer to the medwatch with patient identifier (B)(4) for the report on e601 module serial number (B)(4).

Manufacturer narrative:
Please refer to the medwatch with (B)(6) for the report on e601 module serial number (B)(4). Analysis of the data provided by the customer does not support a lot difference and does not indicate an instrument difference. Performance testing, data, and calcheck results do not indicate an issue. As results first increased, then decreased, a general sample stability issue can be excluded. The result differences seen were most likely due to sample handling. The customer could provide no information regarding sample handling.